Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen became unreadable, and a replacement was arranged while the user was instructed on device shutdown and data handling; the user reported a low blood glucose following an automated insulin overcorrection after a post-meal high, with glucose trending upward subsequently, and continued cgm use was confirmed. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included replacement logistics and return of the original device for assessment. Investigation of this case revealed a damaged display that impaired screen visibility while insulin delivery and cgm functionality continued via the mobile app or receiver, and no device software or alarm malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was screen damage of unknown origin.